Event description:
Boston scientific crm received info that this dextrus lead had dislodged from this pt's right ventricle following the implant procedure. The pt had to be taken back to ep lab due to a heart rate in the 20-30's. Repositioning of the lead was unsuccessful as the lead would not stay in place. Therefore, this lead was explanted and replaced with a competitive lead. There were no adverse effects to the pt. The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.